Manufacturer narrative:
D4 - device lot number was requested but could not be provided. Manufacturer's investigation conclusion: evaluation of the modular cable confirmed fluid ingress that would have contributed to the low speed and low flow hazard alarms in the system controller log files. Visual inspection of the returned hm3 modular cable revealed significant fluid ingress and a dark brown jelly substance inside the inline connector affecting all pins. The electrical testing of the modular cable confirmed an electrical contact/short between all lines/wires. During further troubleshooting, the inline connector with a small section of the wires were severed/separated and the rest of the modular cable was measured again. There was no electrical contact between the wires and the electrical short was confirmed to be isolated to the inline connector. The observed fluid ingress is consistent with the damage and fluid ingress confirmed during the investigation of the returned pump cable, investigated under MFR #: 2916596-2023-06210. The modular cable lot number was not provided. Per the additional information received form the customer, the modular cable lot number cannot be confirmed. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section 2 system operation, covers ¿replacing the current system controller¿. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), section 2 "system operations" also provides instructions on how to replace the modular cable. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2024-01322 and 2916596-2023-06210. It was reported that on (B)(6) 2023 the patient's pump cable was damaged and only had one working power conductor and one working communication conductor remaining. The patient experienced a low speed hazard alarm with low flows until the flow reached zero. On (B)(6) 2023, the pump stopped and the patient had a right heart catheterization performed. On (B)(6) 2023, the pump was decommissioned, the outflow graft was tied, and the driveline was removed. The patient was stable and would await a heart transplant.